Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Requested and received the following information: can you please explain how the staple line "was not homogenous" according to the customer, the staple line was not clean as usual. It means that some staples seemed to be well formed and completely closed and some others malformed or poorly closed. (B)(6).

Event description:
It was reported that during a sigmoid procedure, the staples would not hold. Three staple lines were delivered without difficulty: one with a blue cartridge and two with green cartridges. According to our contact, the staple line was not homogenous as usual. A few minutes later, the surgeon noticed that the staples line didn't hold. The flawed staples were removed and three other cartridges were used without further problem. There were no adverse consequences for the patient.